Manufacturer narrative:
Product evaluation: the complaint cartridge was not returned. Seven unopened samples for the lot were returned loose with five opened /empty pouches. One sample was pulled randomly for evaluation. The cartridge was microscopically examined with no damage observed. No particulate was observed inside the cartridge. The cartridge was functionally tested per the dfu. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The cartridge was cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results. A video was provided that has three surgeries. All three of the cartridge preparations showed a lack of viscoelastic placed into the cartridge. After the lenses are inserted, a foreign material is observed. The cartridge was reused on the third surgery after an issue with the initial implant attempt. In all three videos the foreign material was removed with the I/a tip. Product history records were reviewed and documentation indicated the product met release criteria. A non-company viscoelastic was indicated. Root cause: the root cause for the reported complaint could not be determined. The used cartridge complaint samples were not returned. No determination can be made without physical evaluation of the complaint sample. Functional testing was conducted with one of the seven returned unopened samples for the reported lot number. No damage or foreign material was observed. Dye stain testing was conducted with acceptable results. The provided video was reviewed. Inadequate viscoelastic was placed into the cartridges. The dfu instructs to fill the cartridge with viscoelastic before attempting to load the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. This event was previously reported under mfg#1119421-2020-01835. New information was received indicating the event date was different. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, a burr like foreign material came out of the cartridge which was adhering to the iol. The foreign material was removed by aspiration and the surgery was completed. Additional information was requested and received.